Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 41 mg/dl. The customer was treated with glucagon shot. The customer was offered to troubleshoot the pump but declined and stated that he has gastroparesis and sometimes his body reacts to insulin before its broken his food down causing a crash in low blood glucose.